Event description:
Pt with rheumatoid arthritis s/p with a swanson silastic implant of the left wrist 11 yrs ago. She was found to have a fractured silastic implant in 4/94 and consented to removal of the implant and fusion of the wrist. During surgery, the silicone implant was noted to be in one place but there were fractures noted around the collars of the stem.